Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor failure - 1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to particulates in the transfucer flow screens within the manifold. The transfucer flow screens within the manifold were replaced to resolve the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.